Manufacturer narrative:
The customer has not reported any additional issues since the event.

Event description:
The customer initially complained that they received questionable free triiodothyronine (ft3) results when comparing the results of two patient samples to results from an abbott analyzer and a centaur analyzer. Of the data provided for multiple thyroid tests, it was determined that there was an erroneous thyrotropin (tsh) result for one of the samples when compared to an abbott analyzer. The sample initially resulted as 1.33 uiu/ml for tsh. The sample was repeated on an abbott analyzer on (B)(6) 2014 and it resulted as 1.010 uiu/ml. The abbott analyzer result was reported outside of the laboratory. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. A specific root cause could not be determined as the sample could not be provided for analysis. It was determined that the tsh results from each analyzer are within their respective normal reference ranges. The difference in the values most likely are caused by differences in setup of both assays, antibodies used in both assays, and standardization methodology.

Manufacturer narrative:
This event occurred in (B)(6).